Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for postlaminectomy pain. It was reported that complete system was removed before the 3 contacts that were controlling his pain failed and reprogramming did not resolve the issue. Patient believed that it was the manufacturer rep that did the reprogramming after it was determined that contacts were not helping anymore. Patient said it is unknown why they failed. Patient received pump system after stimulation system was removed. Patient reported loss of pain coverage 3 years after the implant; an exact date was not provided. The date of the surgery was (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulator was removed and a pump device was implanted to resolve the contacts not working. The patient stated that the lack of pain relief had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.